Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100682647. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100836336. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) stopped working all of a sudden and would not cycle, and the patient experienced recurring incontinence on (B)(6), and they required pads all the time. It was reported that they experienced a burning and painful sensation when urinating on (B)(6). During office visit the physician and the patient attempted to reactivate the device with no success. The patient had a computed tomography (CT) scan to assess the device. The CT scan revealed that the pressure regulating balloon (prb) had collapsed, was flat, and there was no fluid in the prb. A surgical procedure was performed during which the device was explanted. Upon explant, the physician identified a tear on the prb. No additional information was provided.